Manufacturer narrative:
Additional data: e1: postal code. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as as there was insufficient information for an investigation. H3 other text : device discarded, single use.

Event description:
The customer reported three false positive results with ID now covid-19 2.0 test kit on (B)(6) 2023 and (B)(6) 2023 respectively. The customer received a positive result on (B)(6) 2023 with ID now covid-19 2.0 test kit, and a negative result with a pcr test. Per the customer the patient had history of covid infection. This MFR. Report addresses patient two (2) of three (3) patients. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported three false positive results with ID now covid-19 2.0 test kit on (B)(6)2023 and (B)(6)2023 respectively. The customer received a positive result on (B)(6)2023 with ID now covid-19 2.0 test kit, and a negative result with a pcr test. Per the customer the patient had history of covid infection. This MFR. Report addresses patient two (2) of three (3) patients. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use.